Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted an (B)(4) toric optic silicone single piece lens. Lens tore during insertion into the eye. The incision was enlarged and lens was cut in half to remove from the eye. No suture required. Another same model and size lens was implanted.